Manufacturer narrative:
The insulin pump alarmed during the rewind due to out of phase motor encoder signal. Unable to perform further testing due to the error alarms.

Event description:
The customer stated the insulin pump was exposed to an MRI scan. The customer also reported low blood glucose levels of 48 mg/dl. The displacement test was performed and the insulin pump failed the test.